Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a prostyle device after a endovascular therapy (evt) interventional procedure using an 8f sheath. Reportedly, a suture break occurred during suture advancement. The knot was partially advanced and the suture broke above the location of the knot preventing further advancement. Full hemostasis had not yet been achieved; therefore, manual arterial compression was applied to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.